Manufacturer narrative:
Lot history record review: the reported lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned in one piece. The balloon is deflated. There is a drawn down section 9.3cm from the distal tip. There is a severe kink at the strain. The balloon was inflated and deflated with air without difficulty. Once the balloon was inflated, the distal tip shows signs of over inflation. Conclusion: the complaint investigation is unconfirmed. The complaint sample was returned for evaluation. During the evaluation, the balloon inflated and deflated with air without difficulty. The exact cause of the complaint is unknown. However, during the visual inspection of the returned sample, a kink was observed at the strain and a drawn down section was observed 9.3cm from the distal tip. It is possible the kink or the drawn down section could have caused the reported complaint. Prior to release, the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following is stated in the instructions for use in reference to this complaint type: the instructions for use states: caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Labeling: (B) (4) - 7x4x40 is rated for 14atm, 5f sheath. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
The balloon would not deflate. They inflated it, deflated then reinflated and, it would not deflate. Took 15 min to finally deflate enough to pull out.